Event description:
It was reported that after an uneventful da vinci-assisted inguinal hernia repair, the patient was discharged home. An intuitive clinical territory associate was later informed by a hospital nurse that the patient had presented to the emergency department eight hours later with unspecified symptoms and expired on post-operative day 1. No information regarding the cause of death or treatment rendered was provided. The robotic procedure was reportedly completed without any intraoperative complications or da vinci system errors. Additional information was requested; however, no response has been received.

Manufacturer narrative:
Review of the system logs found no related errors were logged during the procedure. Log review of the 5 subsequent procedures performed on the system also found no related errors occurred. The system functioned normally, no intraoperative events or issues found. The following concomitant products were used during the procedure: endoscope plus 30 degree, monopolar curved scissors, force bipolar, fenestrated bipolar forceps, mega suturecut needle driver. A site history review found no complaints have been reported for any of these products. Device history record (DHR) review for the instruments confirmed that there were no related non-conformances documented. An intuitive surgical medical safety officer (mso) review of the event was performed and concluded that the patient in this report died following an inguinal hernia repair. Although no intraoperative issues or complications were reported, the reason for the return to the emergency room just 8 hours after surgery discharge is not provided. The cause of death is also not provided. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical product or instrument contributed to this event. Section a2: patient age is estimated; reported to be "early to mid 70's."